Event description:
Terumo medical received two FDA medwatch reports # mw5175308. The event description states: "guide wire used in interventional radiology case is suspected to have left a wire fragment behind in patient resulting in retained foreign object. There are multiple guide wires used and it is impossible to know which one it was. The same thing happened to the same patient on a different interventional radiology case on july 11. Wire fragments were not removed because it is not in the best interest of the patient to remove at this time, we pulled the lots of wires involved in case it is needed and to make sure no patients received wires from those lots."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: confidential. E1: address: confidential. E1: telephone number: confidential. E2: health professional: unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspection and control. The outer diameter of wire is controlled to assure its strength. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer or a scratch. The IFU of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fl uoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.